Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the locking mechanism of the a3059 mayfield composite series skull clamp was looser than usual. The issue was discovered during a routine checkup of the mayfield device on an unspecified date. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. And it was received with the mayfield 2 lock having up and down movement. Device history record of the reported device revealed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint of the device was confirmed. The underlying root cause for the reported event is unknown, however, it could have been possibly caused by normal wear.

Event description:
N/a.